Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A gastrointestinal ulcer is a known complication of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2020, the patient experienced stoma site hypergranulation. On (B)(6) 2020, the patient was hospitalized for a peg-j tubing replacement and a new stoma site. During the gastroscopy for the replacement, a large duodenal ulcer was discovered. The patient was discharged from the hospital on (B)(6) 2020 and received pantoprazole tablets for the ulcer.